Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test and self test. No unexpected pump error 63 alarm during testing however, pump error 63 alarm ((B)(4)) is found in the formatted history file on (B)(6) 2024 18:16:13.000 due to a problem isolated to electronic assembly. Successfully downloaded history files and traces using thump software. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump was received with minor scratches on lcd window, cracked keypad overlay and scratched case. Pump error 63 was confirmed in history file on (B)(6) 2024 18:16:13.000. Grouping: twi interface on main/motor processor. In summary, customer alleged pump error 63 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported, with no allegation of device deficiency and pump error 63. The customer reported blood glucose value of 179 mg/dl. The customer reported hyperglycemia and fever treated with insulin pump (subcutaneous insulin infusion). Customer reported the following led up to the event: customer received another pump error 63. Customer also has fever. Document treatment for high bg: bolus. The event involved product(s) mmt-242a, mmt-332a, mmt-7040a, mmt-1884. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-242a. No product return is required for mmt-332a. No product return is required for mmt-7040a. Mmt-1884 was requested and customer response was the device will be returned.